Manufacturer narrative:
The customer technical service (cts) instructed the operator to clean the blood sampling valve (bsv), clean red blood cell (rbc) and white blood cell (wbc) baths and perform a shutdown and startup procedures. There is no information if these actions helped to resolve the issue. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined that there was a faulty hemoglobin (hgb) preamp. The fse ordered a new hgb preamp, returned to the customer site and replaced the hgb preamp, resolving the hgb issue. Failure mode was related to the hgb preamp. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they obtained hemoglobin (hgb) voteouts on the coulter lh 750 hematology analyzer along with high mean corpuscular hemoglobin concentration (mchc) and mean corpuscular volume (mcv) on xb results (xb is a quality-control method that monitors instrument performance (calibration) by tracking the mcv, mch, and mchc parameters of all patient samples). The customer did not provide patient results printouts for review. It is unknown if erroneous results were reported out of the laboratory. It is unknown if patient treatment was affected in connection with this event. MDR 1061932-2013-01661 is being submitted for a fluid leak on this instrument reported by the customer on the next day.